Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support for assistance with a full supply change for an ilet system while observing a blood glucose of 369 mg/dl after a recently announced meal; the user used a steel cannula infusion set and completed cartridge fill, cartridge change, and infusion set change with guidance, after which insulin delivery resumed and the user anticipated a correction bringing glucose back into range. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and completion of troubleshooting and education with restoration of therapy. Investigation included remote technical guidance, review of use steps, and confirmation of resumed insulin delivery. Investigation of this case revealed no device malfunction or component failure and that the elevated glucose was temporally associated with a meal, with cause otherwise unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.